Manufacturer narrative:
Product event summary: at analysis it was determined that the touch screen was out of specification, there was no paper in the paper tray and the stylus was worn. The touch screen assembly was replaced and calibrated, paper was added and the stylus was replaced. New software was installed, the unit was cleaned and it then passed its electrical safety test and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a problem with its screen, follow-up determined that they had no good stylus calibration. The programmer was returned for service. No patient complications have been reported as a result of this event.